Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05171, 2938836-2019-05172. It was reported that when the patient presented in clinic, an infection was observed. The physician elected to remove the system. The patient is stable.